Event description:
The customer alleged a haze was present due to an oil mist. There were no reports of injures. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The field service engineer (fse) replaced the oil mist filter. The fse performed an empty chamber and verified the unit met the manufacturer's specifications.